Manufacturer narrative:
Device available for evaluation: yes. Returned to manufacturer on: 5/2/2019. Device returned to manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. The product was received in the original lens box. The lens box contained a patient implant notification card, patient ID card, a set of patient labels, dfu and an open inner pouch containing lens case with the iol inside. No outer pouch was received. The returned product was inspected by a qualified inspector. The seal of the inner pouch was compromised. The complaint cannot be confirmed. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints related to this production order was conducted in the complaint system. The search revealed that no similar complaints were received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
If implanted, give date: not applicable, as lens was not implanted. If explanted, give date: not applicable, as lens was not implanted. All pertinent information available to johnson and johnson surgical vision has been submitted.

Event description:
It was reported that inner packaging was already opened when tecnis symfony toric multifocal intraocular lens (model zxt150 +20.5 diopter) was pulled from the box. There was no patient involvement. No further information provided.